Event description:
During laparoscopic inguinal hernia, a 10 mm trocar was inserted but unable to insufflate through the trocar. Obtained a second trocar and was able to insufflate without difficulty.